Manufacturer narrative:
This information was received via an FDA medwatch form (mw5175805). No specific serial number was documented on the form, so no serial number is known for this product. The form states the device was returned to boston scientific for analysis. It is possible this event/information has already been document by boston scientific.

Event description:
It was reported that the patient was receiving inappropriate shocks from the device. The device has been explanted. There were no additional adverse patient effects.